Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) responded to a report that matrix drawer 7 would not open, however, the pharmacy technician was able to access the drawer without any issues. The fse checked for a medication jam or items obstructing release but found no obstructions. No further issues were identified during inspection. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and the customer was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.